Event description:
Information was received indicating that a smiths medical cadd administration set spike 0.2 fltr coiled tube blue stripe pump was alarming cassette not attached. Resource line directed on the phone how to resolve issue and steps were implemented, including changing batteries. Cadd pump was exchanged and the same cassette was reattached with no resolving issue. Changed to a new cassette on the new pump and issue resolved. No patient injury reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set (part number 21-7036-01, lot number 3745717) was returned in used condition without its original packaging. Visual inspection showed no discrepancies. Functional testing involved connecting the sample to a cadd solis pump and showed that when the pump was set to run, no alarm occurred. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.